Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17, 2022.

Manufacturer narrative:
This report is submitted on january 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient experiencing chronic mastoiditis and otorrhea. Reimplantation is planned but has not yet occurred at the time of this report.